Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station failed to boot up due to a faulty control board in drawer 5.2. A field service engineer replaced the control board of drawer 5.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure, which resulted in the complete shutdown of the station and prevented it from booting up. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in dispensing the medication and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.